Manufacturer narrative:
Additional narrative: patient¿s weight is unknown. Date of postoperative fracture is unknown. This report is for an unknown liss distal femur plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Date of original implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for plate is not provided. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2018 due to a fracture that was proximal to an implanted less invasive stabilization system (liss) distal femur plate. The staff was trying to use different screws to pull the plate closer to the bone. This report addresses the revision due to postoperative fracture. The issue which occurred during revision surgery has been captured under linked (B)(4). This report is for one (1) unknown liss distal femur plate. (B)(4).